Event description:
It was reported from colombia that during service and evaluation, it was determined that the small battery drive device had a sticky trigger, component damage, unintended activation/motion, would not reverse, would not oscillate, and had insufficient/low power. It was further determined that the device failed pretest for general condition, check for sticky triggers, check the function of the device, check for unintended motion, check in ¿off¿ mode, check the forward and reverse modes function, check the oscillation mode function, check the oscillation angle, check the switching function forward / reverse in running mode, check the power with the power test bench. It was noted in the service order that the device gets stuck when started, but drill continued. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2023. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device had a sticky trigger and unintended motion.. Therefore, the reported condition that the device the device gets stuck when started, but drill continued was confirmed. The assignable root cause of this condition was determined to be traced to component failure due to wear. UDI - (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Upon further investigation, it was noted that the device failed visual inspection as the lower trigger was stuck in pressed position. The assignable root cause for the sticky trigger was determined to be improper maintenance. The most probable cause for the device running with low power was determined to be due to component failure from wear. Correction: device availability: d9: the device availability date was incorrect in the initial report. The date has been updated from 9/8/2023 to 9/14/2023.